Manufacturer narrative:
Device evaluation: a leak test was performed which identified no leakage on the device. A microscopic analysis was performed which identified intact and functional. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings on the device or issues related with the complaint (broken device) were observed.

Event description:
Healthcare professional reported a "pinhole" in a tissue expander. Device made contact with the patient. Device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: the following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases.

Event description:
Healthcare professional reported a "pinhole" in a tissue expander. Device made contact with the patient. Device was not implanted.